Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.

Event description:
It was reported that an active, college-age softball player rolled their ankle stepping out of a car onto an awkward curb/sidewalk roughly six-months after atfl augmentation with fb elected surgery after finding a loose joint upon exam. In surgery, found the fb was separated midsubstance, the areas near the suture anchor were intact noted that normal incorporation did not appear to be occurring (mentioned patients tissue looked very different than other second looks at around 6 months post-augmentation). Noted that he mentioned to the patient they may want to be tested for a collagen disorder because their soft tissue did not look normal. Revised with a rigid suture tape.

Manufacturer narrative:
Correction to h6(results code and conclusion code). This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. Please refer to attachement. The conclusion of the investigation states surgery was result of new injury to atfl not failure of the flexband device. Flexband was observed to be broken mid substance as opposed to at anchor insertion demonstrating flexband did not cause or contribute to the event. No death or serious injury occurred. Although no tissue integration was observed upon flexband likely provided support to atfl joint complex. Surgeons observation and recommendation that patient be tested for collagen disorder suggests event was result of patient anatomy not device. Not reportable.

Event description:
It was reported that an active, college-age softball player rolled their ankle stepping out of a car onto an awkward curb/sidewalk roughly six-months after atfl augmentation with fb elected surgery after finding a loose joint upon exam. In surgery, found the fb was separated midsubstance, the areas near the suture anchor were intact noted that normal incorporation did not appear to be occurring (mentioned patients tissue looked very different than other second looks at around 6 months post-augmentation). Noted that he mentioned to the patient they may want to be tested for a collagen disorder because their soft tissue did not look normal. Revised with a rigid suture tape.